Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that the md inserted the sheath via the pt's groin while in the cath lab. The iab was inserted, and the fos "would not zero." As a result, the pump was exchanged off the pt. The fos still did not function. The iab was removed and replaced, and therapy continued. There were no reported pt complications.